Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was having difficulty charging, and he had to "bend and contort" his body, to get any bars, and in the middle of charging would beep and have no bars. The patient also reported taking too long to charge, and stated he has hd settings. The patient stated it used to take 30 mins but now takes two hours. The patient always charges to full. The patient stated it started out as an intermittent issue, but now is constant. The patient spoke with a manufacturer's representative (rep) who planned to meet with a rep to check the ins impedance, and wanted the patient to get a new antenna to rule it out. It was reported the antenna was damaged. Patient was issued a new antenna. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain. Additional information received from the patient reported they still had to have their unit directly on their skin and that they need to charge everyday for 1-2 hours. Additional information was received from the patient on feb 20 2018. It was reported that the patient is getting the battery changed on his stimulator because the battery is not working right. Patient said that his manufacturing representative (rep) told him that he would be getting the newest and greatest battery out there. Patient said he has to charge his implant every day for 4 hours. Patient said he called and got his implantable neuro stimulator recharger antenna replaced because they thought it would be the recharger antenna causing the issue of him having to charge for long periods of time and at that point in (B)(6) 2017, he was charging about 2 hours every night but now he was lucky if it was 4 hours. Patient said they told him he was having to charge so often because he was using high frequency settings all the time and that the lithium ion in his implant was never designed for that and when they put his implant they knew that the new ins battery was coming out so t hey were not too upset about him using high frequency settings because they knew once the new battery came out they would put the new battery in. Patient said they were kind of surprised that the settings "killed' his implant battery so fast. Patient said that both recharger antenna and the implant inside him heat up and the implant gets really, really hot. Patient said his wife felt the implant through his skin and said it was hot. Patient said it almost felt like the implant was getting hotter than the recharger antenna. Patient said sometimes when he charges he has to take a break because the implant gets too hot to charge. Patient said the implant getting hot is starting to get worse because of him having to charge his implant more and he also noticed that with him having to charge the implant more often he to charge the external recharger more often because he uses it more often because it sucks energy out of the recharger. Patient offered to take a look at the recharger and desk top charger to ensure that external equipment is working properly. Patient declined troubleshooting and stated that the last call had his recharger antenna replaced had him look at all his equipment. Patient said surgeon looked at the recharging equipment too. Patient stated that the rep was aware of implant not working and having to charge it too frequently. Patient said no matter what was going on the rep told the patient that he should not have to be charging the implant that often/long. Patient was redirected to the health care professional (hcp) reason patient is working with hcp and said battery is going to be replaced. No further patient symptoms or complications were reported in this event.